Manufacturer narrative:
The product was being used for treatment, not diagnosis. The available info does not reasonably suggest that a malfunction occurred with the use of a medtronic xomed product. The product info contains the instructions for use. No analysis can be performed as the actual device was not made available for eval. A review of the device history record does not indicate any abnormalities with the production of this lot.

Event description:
The area sales manager stated the dr performed a procedure, tongue suspension (not hyoid). The screw was placed too high within the mandible and broke the pt's tooth. The dr loosened the screw with the bone curette and removed it. The dr said the tooth was cracked in half and had to be removed.